Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the large clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the large hem-o-lok clip applier instrument did not secure the clips. The clips were not holding. Use of the instrument was discontinued, and it was replaced with a backup clip applier instrument. The procedure was completed with no reported injury.